Event description:
During a mitral valve replacement procedure, a 26mm sapien valve was deployed in the mitral valve inside a pre-existing 27mm bioprosthetic valve. Following post dilation of the valve, one of the sapien valve leaflets became non-functional causing significant central leak. A second 26mm sapien valve was deployed resolving the aortic insufficiency. Per report, ¿anti grade approach to mitral valve via septostomy and rail via percutaneous access through apex. The initial sapien valve was delivered in the mitral position into the 27 hancock and deployed under rapid ventricular pacing at 180 bpm successfully. Tee showed moderate pv leak. The team decided to add 1 cc and post dilate the valve. The balloon on the initial delivery system was kept low on the skirt side and dilated under rapid ventricular pacing at 180 bpm. Tee immediately following showed significant central leak with one leaflet not moving. A second 26 mm sapien valve was prepped and delivered in the mitral position at 1mm more ventricular. Tee immediately following revealed no pvl and trace central leak with the wire still in place. All sheaths and wires were removed and the patient left the room in stable condition." The physician believed the leaflet was stuck in the frame of the valve. Additional information received indicates the access site was via the femoral vein. The delivery system was advanced to the right atrium and transeptal to the left atrium. The mitral valve was crossed and the guidewire was used as a "rail" and accessed percutaneously through the apex. This was done to gain coaxial alignment of the valve prior to deployment. Imaging and medical records for this case were requested, however to date, the information has not been provided.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. In this case, patient and procedural factors appear to have caused or contributed to the event. Following valve deployment in a stenotic pre-existing bioprosthetic valve, all sapien valve leaflets functioned normally. One of the leaflets became non-functional after the valve was post dilated in an attempt to resolve the paravalvular leak. The implanting physician indicated the leaflet may have gotten stuck in the frame of the valve. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.